Event description:
It was reported that during coil delivery, the physician noted the proximal end of the pushwire was loose. The coil was withdrawn and detached inside the catheter. The catheter and coil was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach.